Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a staple got stuck in the device and did not come out. The user opened a new unit, however, the same issue occurred. Therefore, the third unit was used to complete the operation.

Manufacturer narrative:
Qn#: (B)(4). DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73m1900409 the staplers were functionally inspected (fired) and issue reported "staple stuck in unit" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during an operation a staple got stuck in the device and did not come out. The user opened a new unit, however, the same issue occurred. Therefore, the third unit was used to complete the operation.